Event description:
Nc trek coronary dilatation catheter 2.75 x 15 mm was inflated to 6 atms of pressure and ruptured. This event did not cause any complication nor was any additional treatment required related to this event.